Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seal was intact. Scratches on the lcd lens screen were noted when the device was visually inspected. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests performed, which were unable to replicate or confirm the reported event. Testing was performed, the device found downstream occlusion was able to calibrate and passed all tests. No history was found with downstream occlusion alarmed issue. It was recommended to install software as preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a (B)(6) pump failed testing of the downstream occlusion sensor and would not calibrate. There was no patient involved